Event description:
It was reported that a malfunction occurred with the device, indicated by a malfunction code displayed on the pump. Customer¿s blood glucose level was 203.40 mg/dl. The customer contacted technical support and received instructions to reset the pump, which successfully resolved the issue as the malfunction code did not recur. The customer continued to use the pump with the understanding to contact support again if any issues reoccur.